Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had developed an infection and erosion. Patient's device appears to be eroding. There were no additional adverse patient effects reported. The pacemaker remains in service.